Manufacturer narrative:
The device was received with battery tube threads - cracked. Blank display not found during testing. The pump passed the self test, sleep current measurement, active current measurement and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 89 mg/dl at the time of the incident. Customer stated he does not wear the pump currently. Customer stated the insulin pump had cosmetic damage at battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.